Event description:
On (B)(6) 2011, leica microsystems received a complaint from a customer stating that the autoiris of the surgical microscope, leica m720 oh5, randomly closed to minimum aperture during a craniotomy.

Manufacturer narrative:
(B)(4). During surgery, the auto-iris of leica m720 oh5 randomly closed to minimum aperture. Fault happened at least 5 times during acoustic neuroma major surgery. On (B)(4) 2011, a field service engineer inspected the device and found a faulty manual over-ride switch. This switch has been deactivated and will be replaced. The affected part has been requested to be returned to the MFR for further investigation. Once results are obtained, a follow-up form FDA 3500a will be submitted to provide add'l info.